Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after the onset, the patient was treated with fortum injection (1 gram, once a day and route was not reported) and vancomycin injection (1 gram, intraperitoneal and once every four days) for peritonitis for 14 days. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.